Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed. A system c heckout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that prior to a case the site tried to load a cd and the system didn't recognize the cd. The cd drive opened and closed without issue. The site rebooted the system multiple times with no change. No patient was present at the time of the event.